Event description:
It was reported that the patient was hearing intermittent beeping sounds when on battery power. Battery clips and controller connections appeared to be free from damage upon visual inspection. Log file review found two normal power cable disconnect alarms. Cleaning the batteries and clips did not resolve the event so the controller was exchanged which did resolve the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was not confirmed. The log file contained approximately 21 hours of data ((B)(6) 2022 at 11:41:09 ¿ (B)(6) 2022 at 8:41:39 per the timestamp). The log file did not capture any atypical power cable disconnect alarms. However, the log file captured frequent and intermittent pi events which may have overwritten the events containing the reported alarms. There were no notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. Technical services recommended exchanging the system controller as an attempt to resolve the reported issue. Additional information provided stated that the heartmate 3 system controller, serial number (B)(4), was exchanged on (B)(6) 2022 to resolve the reported alarms. It was noted that no products would be returned for evaluation and that the exchanged controller was disposed of. The root cause of the reported event could not be conclusively determined through this analysis. The heartmate 3 system controller was shipped to the customer on (B)(6) 2016. The product life of a system controller is a minimum of 3 years from the date of first use. Heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables. 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries and inspecting the power cables for damage. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.